Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, upon removal of the sensor pod, she was unable to locate the sensor wire. Patient further reported that she did not think the sensor wire remained in her skin. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).